Event description:
Additional information was received that episodes of pptwo occurred following reprogramming. Technical support was contacted and additional programming was performed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
During a follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.